Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report issues with the sensor. Customer reported that the transmitter does not blink when connected to the sensor. Customer reported that they experience a sensor error as a result. Customer's blood glucose reading was 400 mg/dl. Customer corrected high blood glucose with a bolus. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.